Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 294 mg/dl at the time of admission. Customer also reported the cause of the hospitalization was from an infection in their urine. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer also reported a bent cannula when the infusion set was removed. The customer's blood glucose was 257 mg/dl at the time of the call. Customer experienced dry mouth as a symptom of their high blood glucose. The customer declined to return the insulin pump for analysis.